Event description:
The complainant has reported that a female pt (age unknown) underwent a therapeutic ureteroscopy for removal of renal calculi and placement of a ureteral stent, in 2007. Upon removal of the catheter, the radio opaque (r/o) marker from the distal end of the stone cone retrieval coil detached. The stone was successfully removed with this device. The pt did not sustain any reported consequences or ill effect as a result of this issue. The procedure outcome was reported as satisfactory. It is unknown, if the r/o marker has passed. The pt condition is reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event.